Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that skin irritation causing an abscess (ball that was red and tender) on the back of their forearm had occurred while wearing the pod between 36 and 48 hours. The patient also reported a blood glucose level of around 700 mg/dl. The affected area was about the size of a quarter. Other symptoms reported included polydipsia, increased urinary frequency, lethargy, and feeling ¿clammy¿. The patient was hospitalized on (B)(6) 2026 and discharged on may 8, 2026. While hospitalized, the patient was treated for hypertension, hyperglycemia, and renal failure, and pericarditis. The patient was treated with 3 different hypertension medications, steroids, baby aspirin, and was placed in a renal diet. The pod was reportedly removed before going to the hospital.